Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
(B)(6) study. It was reported that a complete heart block occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given. The patient was not on a prior regimen of antiplatelet medications at the time of index procedure. The patient received a loading dose of 300 mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. A lotus introducer was placed and then the native aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Balloon aortic valvuloplasty (bav) was not performed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. On the same day of index procedure, immediately post operatively, the patient was noted to have complete heart block. Temporary pacing was required, and electrophysiological consultation was recommended. On the same day as the index procedure, a permanent pacemaker was successfully implanted. Post the pacing procedure, device was interrogated which revealed proper functioning and chest x-ray revealed no pneumothorax. The event was considered recovered/resolved. The following day the patient was discharged in aspirin and clopidogrel.